Manufacturer narrative:
Investigation/conclusion: retain strip investigation was not performed on the returned monitor. The recovered impedance curve associated with the customer's reported inratio inr result of 5.0 from (B)(6) 2016 exhibited a weak-slope change. Weak-slope changes are known to contribute to discrepant results. This issue is related to the algorithm software on the monitor and was addressed in CAPA(B)(4). Due to this root cause being identified as the cause of the customer's discrepant result, donor testing of the monitor was not necessary. The returned monitor met functional and thermistor testing. A review of the in-house testing history for strip lot 384368a was conducted. In-house testing on the reported strip lot met release criteria. Manufacturing batch record review revealed no non-conformances. The lot met release specifications. It was reported that the customer had arthritis, reticulitis, and colonitis; these conditions may impact the performance of the assay. A notification letter has been sent to customers to inform them of patient conditions that may impact the performance of the assay. Further investigation performed under CAPA (B)(4).

Event description:
The following information was received on (B)(6) 2016 via a telephone call. On (B)(6) 2016, the patient tested on the inratio inr and received a 5.0 result and was satisfied with the result. There were no changes made to the anticoagulation medication even though the therapeutic range was 2.5 - 3.5. On (B)(6) 2016, the patient fainted twice and was transported to the hospital by ambulance where she was hospitalized for anemia and dehydration. The laboratory inr was 12.0. The patient was immediately taken off of warfarin following the laboratory result. The patient was unsure if she was administered vitamin k. The patient was administered red blood cell and saline infusions (exact doses unavailable). On (B)(6) 2016, the patient was discharged from the hospital in stable condition. On (B)(6) 2016, the patient tested at the physician's office on alternate point of care (poc) monitor and the result was 5.0. Warfarin was resumed at a dose of 3mg per day. The patient was also placed on lovenox. There was no additional information provided.